Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level. Contact alleged the pump did not deliver insulin as intended. The pump supplies were changed, however, customer¿s bg continued to elevate. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond. A root cause was unable to be determined.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Corrected data details update: b1 product problem- added, b3, b5, h6 health effect clinical code 2364-added, h6 health effect impact code 4608-added, h6 medical device problem code 1065-added.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit(ICU) due to a high blood glucose (bg) level of 582 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. Reportedly, occlusion alarms occurred. Cause of occlusion could not be determined. The customer discussed different infusion set options with a clinical support specialist to address the alleged issue. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response was not received. The customer reverted to manual injections for insulin therapy.